Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device - caused damage appears to be related to user error. In this case, it is likely that the damaged by another device - caused damage is due to use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply. H10: related report is for the guide wire.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). Three low speed distal to proximal treatments were performed. On the fourth treatment, high speed was used. It was observed the oad driveshaft and viperwire guide wire spring tip became close in proximity to one another and made contact, therefore, the physician moved the guide wire. However, the guide wire fractured. Attempts were made to retrieve the fractured component but this was unsuccessful. The physician determined it was too difficult to remove the fractured component, thus it was being left in-vivo. A stent was placed to entrap the component. The procedure was complete. The patient was in stable condition. There were no future plans to remove the fragment from the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). Three low speed distal to proximal treatments were performed. On the fourth treatment, high speed was used. It was observed the oad driveshaft and viperwire guide wire spring tip became close in proximity to one another and made contact, therefore, the physician moved the guide wire. However, the guide wire fractured. Attempts were made to retrieve the fractured component but this was unsuccessful. The physician determined it was too difficult to remove the fractured component, thus it was being left in-vivo. A stent was placed to entrap the component. The procedure was complete. The patient was in stable condition. There were no future plans to remove the fragment from the patient.